Event description:
It was reported that while using vacutainer® flashback blood collection needle, the needle had sticky substances. There is no report of adverse or injury. The following information was provided by the initial reporter: disposable venous blood collection needles have uneven needle tips and sticky substances, which can easily cause complaints from patients.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E1: initial reporter addr (B)(6). E1: initial reporter facility name: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using vacutainer® flashback blood collection needle, the needle had sticky substances. There is no report of adverse or injury. The following information was provided by the initial reporter: disposable venous blood collection needles have uneven needle tips and sticky substances, which can easily cause complaints from patients.